Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. A review of the most recent device history indicated the device was programmed in the biomedical mode on (B)(4) 2013. There was no programming for the customer's reported event date of (B)(6) 2013. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. The device was returned to the biomedical department with an unsigned note that stated "pump is infusing twice the amount". No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.